Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) "is too big'' and the device sticks out too far which can be seen under their clothing. It was also noted that they can move the device around in the pocket. The icm remains in use. No patient complications have been reported as a result of this event.